Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt, and sapien 3: p130009, and p140031. Bibliography: mathieu coeman, m. P. (2018). Different dynamics of new-onset electrocardiographic changes after balloon- and self-expandable transcatheter aortic valve replacement: implications for prolonged heart rhythm monitoring. Journal of electrocardiology. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is no allegation or indication a device malfunction contributed to this adverse event. The lbbb were likely related to the mechanism described above. Other potential contributing factors are unknown as limited clinical information was provided in the article. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A (B)(6) study was published in a european article, ¿different dynamics of new-onset electrocardiographic changes after balloon- and self-expandable transcatheter aortic valve replacement: implications for prolonged heart rhythm monitoring". All consecutive patients who underwent tavr with the balloon expandable valve (bev) edwards sapien xt or edwards sapien 3 between january 2011 and january 2018 were included in the study. The article compared the time course and dynamics of new onset ECG changes according to valve design in balloon- (bev) and self-expandable (sev) tavr. This single center study enrolled 133 consecutive tavr patients. New onset left bundle branch block (lbbb) was seen in 12 patients with balloon expandable valves. In all patients who developed lbbb, the lbbb occurred within the 24 first hours post tavr. After tavr and before discharge 6 of balloon expandable patients required a ppm. This complaint represents the 6 patients who experienced a lbbb requiring a ppm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.